Event description:
It was reported that on (B)(6) 2022, the patient complained of abdominal distension. The examination found that the abdomen was distended and there was no urine drainage. It was initially determined to be urinary retention. The liquid could not be drawn out after the air bag was withdrawn and the liquid could not be injected with pressure. After consultation with the doctor, the foley catheter could not be pulled out and the fluid in the balloon could not flow out even after cutting the balloon tube. The nurse used a 5ml syringe to extract the fluid little by little. After the fluid was nearly drawn out, the catheter was pulled out. The catheter was re-indwelled. It was mentioned that the balloon wall of the balloon might adhere to the front end of the catheter and resulted in poor drainage. Per follow up information received via ibc on 07nov2022, it was stated that the user had difficulty with both removing and injecting the water.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. A product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.." (B)(4).